Manufacturer narrative:
The event was previously included in a summary of 4 filed under 1060818-2023-03789. This event is being filed separately to reduce the total of 1060818-2023-03789 from 4 to 1.

Event description:
Implant failed to osseointegrate.